Event description:
It was reported that during a laparoscopic hernia repair procedure, the feeding mechanism on the device malfunctioned. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged advancer. (B)(4). The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device fired one malformed clip due to an advancer bypass; the remaining clips were conforming according to our manufacturing specifications. The device locked out, but the orange indicator did not show up. During each firing sequence the trigger hesitated when attempting to open the device and had to be manually assisted. Aid was required to open the trigger. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.